Event description:
During a minimally invasive mitral valve procedure, the surgeon went to use the suture catcher and noticed that the tip was bent. The surgeon unbent the instrument hook by using a needle holder. When the instrument was used, the tip broke off when being pulled out of the pt. The surgeon felt that the tip may be in the subcutaneous tissue in the right chest of the pt. Tip was not retrieved. Ref MFR report number 2953686-2014-00001.